Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited oversensing on the left ventricular (lv) channel. It was determined that the atrial activity was observed on the lv channel. As a result, pacing inhibition occurred. Technical services (ts) recommended further testing and reprogramming options. No adverse patient effects were reported. This crt-d remains in service.